Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 rack analyzer. He samples were repeated on another cobas e411 rack analyzer and then on the same cobas e411 rack analyzer. On (B)(6) 2025, patient 1 initial result was 261.5 mlu/ml. The repeat results were 2.75 mlu/ml and 7.17 lu/ml. On (B)(6) 2025, patient 2 initial result was 216.4 mlu/ml. The repeat result on (B)(6) 2025 was <0.100 mlu/ml. On (B)(6) 2025, patient 3 initial result was 99.86 mlu/ml. The repeat result on (B)(6) 2025 was <0.100 mlu/ml and on (B)(6) 2025 was 0.121 lu/ml. On (B)(6) 2025, patient 4 initial result was 110.1 mlu/ml. The repeat result on (B)(6) 2025 was <0.100 mlu/ml and on (B)(6) 2025 was <.100 lu/ml. The repeat results from the other cobas e411 rack analyzer were believed to be correct.

Manufacturer narrative:
The cobas e411 rack analyzer serial number was (B)(6). The customer cleaned the analyzer. The distributor's engineer checked the instrument, changed the pinch tubes, and ran performance testing. The investigation is ongoing.

Manufacturer narrative:
The reagent expiration date was provided as "jun-2025". A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges. Due to the limited information about the issue, no clear root cause could be found. The investigation did not identify a product problem.